Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was not confirmed; however, an atypical flow reading was confirmed via the provided log file. The log file contained data spanning 2 days ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A low flow alarm was observed on (B)(6) 2020 at 9:52, which lasted throughout the remainder of the file. During the low flow alarm, flow reading was observed to be 0 lpm within the log file despite the pump operating at speeds above the low speed limit. Atypical pump stops were not observed throughout the log file, and no other notable events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Multiple log files were extracted from the controller after additional testing, and the observed issue of the system operating with a flow reading of 0 lpm was unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis. Incidental findings: damaged label, dim pump led. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a pump stop over the weekend. The patient waited until emergency medical services (ems) arrived to switch to the backup controller. The pump was stopped for 20 minutes before the controller was exchanged. The controller exchange caused pump flow to resume and the patient stopped showing symptoms of fatigue and shortness of breath. The patient was sent to the local emergency department (ed) then was transferred to (B)(6). The ventricular assist device (vad) coordinator planned to return the controller and send log files for evaluation. A review of the log files noted low flow events beginning on (B)(6) 2020 at 9:52:09 am. During this time, the pump was running at the set speed, however the flow was recorded at 0. This could have been the result of a communication issue between the controller and the pump. In this case, it did not affect motor operation, but did display an incorrect value for the flow parameter. Also on (B)(6) 2020 at 10:28:31 am the driveline was disconnected and the controller was replaced. Technical support recommended that a computed tomography (CT) of the outflow graft because the patient was implanted before the clip was available. Patient was reported to be safe at home now. The controller was switched by emergency medical services (ems). The patient was reassessed in the hospital, given a new controller, and discharged home. Log files were available for analysis and have been received. Tracking information for the controller was not provided.